Event description:
Information received indicates, the brakes were not holding at the foot end of the stretcher.

Manufacturer narrative:
The technician found that the rocker arm was broken causing the foot end brakes not to engage. He installed a brake/steer upgrade on the foot end to repair the stretcher.